Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which all the components were replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested.